Event description:
The doctor tried to deploy the bravo device and it malfunctioned. It would not deploy. The rep for given imaging was here and witnessed the occurrence. The doctor took out the device to examine and it deployed outside of the patient. We then proceeded to get another device to deploy. Again, the device would not deploy. The rep then said to deploy it manually and that worked. The rest of the procedure was then completed properly without problems.